Event description:
It was reported that there was a left revision of a total hip due to fracture of the femur.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade stem was reported. The event was not confirmed. A visual, functional and dimensional inspection could not be performed as the device was not returned due to hospital policy. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
It was reported that there was a left revision of a total hip due to fracture of the femur.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.